Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens opacified in the patient's right eye, approximately 17 months post implant. Reportedly, the patient presented early diabetic changes and right maculopathy with edema on the first nurse visit. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens in two pieces. The optic cut in half and torn in several places. Each piece of the optic has one haptic attached and one torn off and missing, for a total of two missing haptics. Microscopic examination of the lens optic was performed and found a cloudy white spot in the center of the optic. Light microscopy image and scanning electron microscopy (sem) micrographs of the returned lens revealed numerous features (bumps) that appear to be protruding from the surface of the lens in the center optic area of the lens. Elemental electron dispersive spectroscopy (eds) analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p). The presence of ca and p in the protruding surface features is consistent with lens calcification.

Manufacturer narrative:
The lens has not been received at b+l evaluation site; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.